Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. The patient was instructed how to remove the plunger from the piston rod. She was instructed to retract the piston rod and to clean the cartridge compartment. No physiological effects were reported. The patient was educated on the proper technique for changing the insulin cartridge. Upon follow up the next day, the patient stated there were no signs of moisture in the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.